Event description:
The pt reported that the device was activated on (B)(6) 2012 at 9:10 am, at which time, she gave herself a 3 unit insulin bolus. At 10:36 am, her blood glucose was 157 mg/dl. At 10:42 am, her bg had risen to 174 mg/dl and she took an additional 2 unit bolus dose. At 1:27 pm, with a bg result of 220 mg/dl another 5 unit bolus was administered. Her bg measured 500 mg/dl at 3:30 pm and the device was removed at 3:41 pm. She saw her physician and was admitted to the ICU later on (B)(6) with bg of 1160 mg/dl and diagnosis of diabetic ketoacidosis and gastroparesis. She was released on (B)(6) 2012.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for ketoacidosis. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops." To treat dka, it recommends "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hrs. If blood glucose level has not declined, immediately call your healthcare provider for guidance."